Manufacturer narrative:
Additional information: d5, h4, h6, h11. Correction: d4: unique identifier (UDI) #, previous g3 date (update to 11/04/2024). H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported condition. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump underinfused during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.